Event description:
A nurse manager reported that during a vitrectomy procedure, a 23 gauge cannula separated from the collar. Additional info provided from the surgeon indicated an instrument got stuck in the trocar cannula twice. A retinal tear and rhegmatogenous detachment occurred as a result. Laser was applied and silicone oil was used for treatment. The surgeon indicated the cause of the event was related to the instrument getting stuck in the lumen of the trocar.

Manufacturer narrative:
Received two trocar hub and cannula assemblies with the hub detached from the cannula. The samples were found to be nonconforming due to the hub being detached from the cannula. A visual examination of the detached hubs and cannula indicated that there may have been an insufficient amount of glue to properly secure the hub to the cannula. The device history record (DHR) was reviewed. No abnormalities that could have lead to the reported nonconformance were found and the product was release according to manufacturer's acceptance criteria. An exact root cause could not be determined as to why the hub separated from the cannula. It appears that an insufficient amount of glue was applied to the hub and cannula joint to sufficiently secure the hub to the cannula. An internal investigation has been operated to address this issue. (B)(4).